Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (underwent a hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test ? No". Concomitant products included naproxen and tramadol. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), depression ("depression"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal haemorrhage"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (total hysterectomy (uterus and cervix removed )bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the device expulsion, genital haemorrhage, menstrual disorder, depression, dysmenorrhoea, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximately 4 to 5 coils visible on the right tubal ostia.in the left tubal ostia, 1 or 2 coils visible most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and m.r received: the events vaginal hemorrhage, menorrhagia depression, device expulsion, dysmenorrhea, did you undergo an essure confirmation test ? No added. Reporters, event pelvic pain outcome added as recovering,concomitant medication added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), device expulsion ("migration of essure device location of device: uterus"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test ? No". Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011, naproxen and tramadol. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), depression ("depression") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed )bilateral salpingectomy, total laparoscopic hysterectomy with bilateral salpingectomy and fractional d & c). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the device expulsion, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the menstrual disorder, depression and dysmenorrhoea outcome was unknown. The reporter considered depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximately 4 to 5 coils visible on the right tubal ostia.in the left tubal ostia, 1 or 2 coils visible . Most recent follow-up information incorporated above includes: on 3-dec-2018: plaintiff fact sheet received ¿ outcome of event abnormal bleeding and device expulsion updated from unknown to recovered / resolved. Concomitant drug added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), device expulsion ("migration of essure device location of device: uterus"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test ? No". Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011, naproxen and tramadol. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), depression ("depression"), dysmenorrhoea ("dysmenorrhea"), anxiety ("mental anguish") and pain ("all over body pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed )bilateral salpingectomy, total laparoscopic hysterectomy with bilateral salpingectomy and fractional d & c). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the device expulsion, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the menstrual disorder, depression, dysmenorrhoea, anxiety and pain outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximately 4 to 5 coils visible on the right tubal ostia.in the left tubal ostia, 1 or 2 coils visible most recent follow-up information incorporated above includes: on 8-mar-2019: new pfs received- new events added: mental anguish, all over body pain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.